Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.

Event description:
The account alleges that while trying to wire out the right superior vein for pfa, the wire projected out of the pericardial space on fluoro. Doctor felt no resistance and thought it was another vein.